Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level was 226 mg/dl. The customer reported syringe air removal technique was not followed before filling the cartridge. The customer successfully filled the syringe, and performed proper air removal technique, and then filled the cartridge. Reportedly, a cartridge was successfully loaded, no air bubbles were observed.